Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted right ventricular (rv) lead implant, the lead displayed high impedance after the deployment of the helix. It was further reported that the helix was retracted and the impedance remained high. The lead was removed and replaced. No patient complications have been reported as a result of this event.